Event description:
It was reported that the right atrial (ra) lead impedance has been steadily rising and the thresholds have also risen slightly. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising and the atrial pacing capture threshold was rising. The atrial trend was steadily rising from baseline of 435 in october 2014, triggering an out of range alert on 2015-02-24. Baseline atrial capture management of 0.5v in august 2013, thresholds steadily rising to 1.5-2.0v in february 2015. (B)(4).